Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7084918 / 7084924.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. All device components were removed and kept by the medical facility.